Event description:
A surgical tech reported that during insertion of an intraocular lens (iol) a scratch was noticed. The iol was cut into multiple pieces, removed and replaced without enlargement of the incision. There was no pt impact.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 01/21/2011 and 02/14/2011 by phone, fax, and mail. A completed questionaires was received on 02/08/2011. (B)(4).